Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated insulin pump display was not blank for less than 30 seconds. Insert battery alarm did not display on insulin pump screen. Insulin pump battery compartment was damaged. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer = black. The pump was returned for cosmetic damage located (corroded battery tube) and blank display found on (B)(6)2022. The pump was received with a blank display after battery installation due to misaligned battery tube caused by a crack at the battery compartment, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads allowing the battery tube to shift out of position and not allowing proper contact between the battery cap contact and battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. The pump was cut open to perform a visual inspection. Moisture damage was found pcba 1 during the visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, stained and peeling serial number label, end cap address label faded, corroded battery tube, pillowing keypad overlay, partially broken retainer, damaged display window cover, partially broken reservoir tube lip at the knit line, cracked battery compartment, and cracked battery tube threads. Blank display, cracked battery compartment, cracked battery tube threads, and corroded battery tube are confirmed. The blank display is due to misaligned battery tube caused by the crack at the battery compartment and cracked battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.